Event description:
Event verbatim [preferred term] it only stayed on 15-20 minutes and resulted in burn blister on my shoulder [burns second degree] , wraps not sticking [device adhesion issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, thermacare facebook page. A contactable consumer reported a patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to ask about my wraps not sticking but thank god it didn't. It only stayed on 15-20 minutes and resulted in burn blister on my shoulder." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as nonserious and associated with the use of the device. Follow-up ((B)(6) 2017): this is follow report combining information from duplicate reports 2017037290 and 2017040221. The current and all subsequent information will be reported under manufacturer report number 2017037290. This case is being deleted from the database as it is a duplicate of 017037290. This case is made invalid as other-duplicate case. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as nonserious and associated with the use of the device.

Event description:
It only stayed on 15-20 minutes and resulted in burn blister on my shoulder [burns second degree] , wraps not sticking [device adhesion issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I was going to ask about my wraps not sticking but thank god it didn't. It only stayed on 15-20 minutes and resulted in burn blister on my shoulder." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as nonserious and associated with the use of the device., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device adhesion issue is assessed as nonserious and associated with the use of the device.